Manufacturer narrative:
The investigation of the returned pod found discoloration inside the device, which is evidence of an internal fluid leak. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels. A review of lot qualification records revealed evidence of this failure mode. Ultimately, lot qualification results were deemed acceptable and the lot passed the acceptance criteria. Insulet has initiated an internal investigation into this particular failure mode and has taken multiple actions to minimize and prevent its recurrence. A risk assessment has also been conducted as well as ongoing monitoring to ensure that this level of failure does not exceed action limits (as defined by insulet's internal procedures). (B)(4). Labeling, training and clinical advice continues to indicate that ongoing bg monitoring is necessary. Although, we do not rely on labeling, this is additional mitigation as part of the normal activities of a diabetic.

Event description:
The customer had a bg level of 166mg/dl the night the pod was applied. By the following afternoon, her levels had increased to 295mg/dl; a correction bolus was immediately administered. Despite the bolus, her levels had increased to 350mg/dl an hour later; a second correction bolus was administered. She also increased her basal rate, though her levels had risen to 390mg/dl. This time a manual insulin bolus was administered. Two hours later, her levels were still high, but had lowered to 300mg/dl and the pod was deactivated. No specific device issue was noted. The pod will be returned for evaluation.